Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: brushing was not performed for biopsy channel/suction channel/biopsy port/suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in the user reprocessing method caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the hygiene microbiological investigation report and device evaluation results. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. One (1) colony forming unit (cfu) of micrococcaceae was detected in the aspiration channel. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During inspection and testing of the subject device, service found the light guide lens was cracked and the objective lens was chipped. The adhesive around the lenses was pitted. The distal end cover was scratched, and the rubber adhesive was worn. The scope cover was cracked. The bending angulation in the up/down/right/left angles were out of specification. The instrument/biopsy channel demonstrated wear and tear. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and one (1) colony forming unit (cfu) of pseudomonas aeruginosa was detected in the suction channel. Two (2) cfus of pseudomonas aeruginosa, and one (1) cfu of gram-positive aerobic spherical cocci, were detected in all endoscope channels. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. After the device was returned to olympus, it was sent out for additional testing. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is aniosyme x3, the distal end/areas around the elevator are brushed. The automated endoscope reprocessor (aer) is wassenburg lde wd440. The aer detergent is wassenburg endohigh, and the aer disinfectant is wassenburg endohigh paa. Their storage practice is surestore (vacuum). Olympus is the maintenance company. The scopes are not sterilized. The aer was reportedly microbiologically tested, but the test results were not provided to olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.